Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, bio ID and scanning was working slowly. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was showing slowness. A field service engineer verified the issue and confirmed that bio ID and scanning were operating slowly. Speed/duplex settings were changed to 100/half, and the station was rebooted. The bio ID batch file was executed again, followed by another reboot. Testing was performed in hardware test application, and the customer was able to log in using bio ID and successfully perform inventory. The system functioned as intended after the field service engineer repaired the device.